Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis. The unit energized and cauterized, and all ports recognized instruments. There were no issues upon multiple activations. In logs, error m-0b-1, m-0b-316, m-0b were identified as having occurred in the field. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the neutral connector at the front of the integrated electrosurgical unit (iesu) was loose. The customer repeatedly had to make sure the connection was tight and secure. The customer was unable to determine if the issue was the cable or the socket on the iesu. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The field service engineer replaced the energyshield monitor (esm) to address the system issues. Isi did receive the esm involved with this complaint to perform failure analysis. The pin of the neutral cable was loose and did not make a good connection. The neutral cable will be replaced to correct the issue.